Event description:
A patient reported experiencing hypoglycemia while using a fasttake meter. Patient has been using ft meter for a year. In 04/2001, patient had a heart attack. Since the heart attack, patient has been placed on a strict 2000kcal/day low sodium diet and has lost 48lbs since then. On event date, the patient's blood glucose was 118mg/dl on ft meter at 06:30am. Patient took their morning dose of 50u nph and ate breakfast. At 06:50, patient passed out after experiencing some brief confusion. Paramedics were called. Patient's blood glucose was 27mg/dl on paramedics' meter at 07:00am. Patient was transferred to ER, where pt was treated for hypoglycemia before being released, no further information has been provided.